Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. A device history record (DHR) review was conducted on the reported serial number (B)(4). The DHR investigation did not show issues related to the complaint. Document assessment fmea (product/process) was conducted and no changes required.

Event description:
(B)(4).